Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: intermittent telemetry was initially confirmed during analysis; however, the condition disappeared after the device was opened for analysis. Intermittent telemetry could not be reproduced, and the device could be programmed and interrogated. The root cause of the intermittent telemetry condition could not be determined.

Event description:
It was reported that telemetry could not be established with the device. There were no tones upon use of the magnet. The device was explanted. Upon explant with use of cautery, the device shocked the patient. Following the shock, telemetry was established with the device and the battery voltage came up ok. No patient complications have been reported as a result of this event.